Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients l5 lead migrated. As a result, surgical intervention was undertaken on (B)(6) 2024, wherein the l5 lead was explanted and replaced to address the issue. During the procedure the s1 lead was also explanted due to entanglement with the l5 lead.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.  Correction: d6b - explant date was inadvertently omitted from the initial report.